Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00mmx20mm synergy ii drug eluting stent was selected to treat the lesion. However during unpacking, it was noticed that the stent came off from the balloon. The device was not used and the procedure was completed with a different device. No patient complications were reported.